Event description:
A patient implanted with a 33mm cardioseal device at a medical center back in 2003, was admitted to another medical center following a major tia. Echo taken confirmed a persistent r-l shunt and a portion of the left side of the device appeared to be sticking out into the left atrium. The chief of cardiology viewed the echo and decided he could do nothing for this patient. It was decided the device should be explanted. The device was surgically removed by the cardiac surgeon. The device was stent to the pathology department for examination, and then forwarded to co for analysis.